Event description:
It was reported that there was loss of capture and a slight rise in threshold. An increase in amplitude was programmed. Different patient positions and manipulations were attempted, but the documented loss of capture could not be replicated. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.